Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Medical records received and evaluation: there is no examination of the explanted components. The recorded early anterior dislocations of the right total hip arthroplasty were likely due to excessive anteversion of the acetabulum and inadequate soft tissue tension. These problems were resolved by the revision surgery. This clinical situation was not the result of faulty prosthetic design, manufacturing, or materials. The event was confirmed. The investigation concluded that the recorded early anterior dislocations of the right total hip arthroplasty were likely due to excessive anteversion of the acetabulum and inadequate soft tissue tension. These problems were resolved by the revision surgery. This would indicate a user related root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient participating in research study 'a comparison of contemporary & x3 cups in primary cemented thr'. Recruited to study on (B)(6) 2012. Right primary thr on (B)(6) 2012. Routine discharge from rdeft (B)(6) 2012. Sustained first anterior dislocation of right thr on (B)(6) 2012, was readmitted for reduction and then discharged. Further dislocations, admission and reduction on (B)(6) 2012 and (B)(6) 2012. The decision was made to treat this recurrent dislocation with revision of the stem and socket to change the alignment and femoral head size. This was carried out by on (B)(6) 2012. Patient discharged on (B)(6) 2012 with no further adverse events recorded to date.

Event description:
Patient participating in research study 'a comparison of contemporary & x3 cups in primary cemented thr'. Recruited to study on (B)(6) 2012. Right primary thr on (B)(6) 2012. Routine discharge from (B)(6) (B)(6) 2012. Sustained first anterior dislocation of right thr on (B)(6) 2012, was readmitted for reduction and then discharged. Further dislocations, admission and reduction on (B)(6) 2012. The decision was made to treat this recurrent dislocation with revision of the stem and socket to change the alignment and femoral head size. This was carried out by on (B)(6) 2012. Patient discharged on (B)(6) 2012 with no further adverse events recorded to date.